Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: may 18, 2023. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was cleaned, and no issues that could cause or contribute to the complaint issue could be observed. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Based on the complaint investigation results, the product was released within specifications and a relationship between the device and the reported incident could not be determined. Conclusion: as a result of the investigation there is no indication of a product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Asku. Device evaluation: product evaluation was not performed because the product has not been returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation the complaint issue reported could not be confirmed; therefore, there is no indication of a product deficiency or product malfunction. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye due to patient unable to adapt to the lens. There was no incision enlargement, no vitrectomy and no sutures performed. The suspect lens was replaced with another johnson and johnson iol of different model, but the same diopter size (dib00 +10.5) as the original lens. It was indicated that the patient has fully recovered. No other information was provided.